Manufacturer narrative:
Additional information added in: patient identifier:(B)(6). Device evaluation anticipated, but not yet begun. Correction in device evaluated by MFR: no.

Event description:
It was reported that, during an unspecified surgery, the coblator ablated the tissue instead of coagulating it when the doctor hit coag pedal. The procedure was completed with a competitor device. It is unknown whether there was a delay and no patient injury was reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings and performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through out the line to the tip of the device as intended. The suction line was tested and performed as intended. At no time during functional evaluation the device ablated the tissue instead of coagulating. The complaint could not be verified and the root cause for this event could not be determined with confidence as the device performed as intended. There could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.